Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation is necessary. Reportedly the recipient is doing fine with the eight remaining channels and will be monitored by the clinic. The device remains implanted and in use.

Event description:
In situ tested revealed affected channels. However, hearing performance with the device is not affected. Reportedly there was no trauma and no change in medication, and no redness or swelling at the site of the implant.

Event description:
In situ measurements revealed affected channels. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further the recipient experienced pain, which is not described in detail. However, to determine an exact root cause a device investigation is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found.

Event description:
In situ measurements revealed affected channels. The user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ tested revealed affected channels. However, hearing performance with the device is not affected. Reportedly there was no trauma and no change in medication. Reportedly there was no redness or swelling at the site of the implant.